Event description:
It was reported that the suture was used in an anterior cruciate ligament reconstruction. It was reported that 36 days post op the pt was seen for a post operative visit and the surgical site was abscessed. The suture was removed.